Event description:
Patient has superficial infection. Surgeon cleaned out the region of the incision. No reported revision or issue with implants.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.